Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in mildly tortuous and severely calcified iliac artery. A 8.0mm x 20mm x 135cm sterling balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured on the middle part. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.